Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. During the third firing on the stomach, the first handle was squeezed but looked open and would not progress forward. The knife blade was retracted and 4 unformed staples were seen. The distal staple line was incomplete. A new reload and handle was opened. The second handle and reload had a loading problem. They could see red color where the reload attaches so it was unloaded and reloaded. The firing button was pressed and the handle flicked out and was just a "floppy handle" where the knife and staples did not progress. The same reload was put onto a new handle and fired successfully. Tissue damage, a hematoma on the small bowel was caused due to this malfunction.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.